Manufacturer narrative:
During percutaneous transluminal angioplasty in a shunt vessel the guidewire appeared to come out the side of the side of the distal tip of the slalom thrill. There was no reported patient injury. The lesion was crossed with a guidewire (non-cordis). When the 3.0x40mm 40cm slalom thrill balloon catheter was delivered over the guidewire it looked as if the guidewire came out of the side of the distal tip of the slalom thrill. This was observed by radiographic image. The guidewire was already inside of the patient when it appeared that the guidewire came out of the distal tip of the slalom thrill balloon. . The balloon was exchanged for an 80cm slalom thrill balloon and the procedure was successfully completed. The device was inspected prior to use and appeared to be normal. There was no difficulty flushing and or prepping the device. Additional details are not available. The device was returned for analysis. One non sterile catheter slalom thrill 3x2 40cm 3.7f was received coiled inside a plastic bag. The balloon was not previously inflated. The unit was analyzed under microscope and the distal tip was found punctured/cut. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The ¿distal tip/frayed/split/torn-in patient¿ reported by the costumer was confirmed; the exact cause of the failure reported could not be determined. It is possible that interaction between guidewire and the guidewire lumen may have contributed to the difficulty experienced by the customer. Neither the DHR review nor the product analysis suggest that the difficulties experienced by the customer could be related to the design and manufacturing process. Controls are in place to prevent defective balloons from leaving the facility. No corrective action will be taken at this time.

Event description:
During pta in a shunt vessel with a 0.018inch guidewire (radifocus, terumo) and a 3.0x40mm 40cm slalom thrill balloon catheter, it was reported that when the slalom thrill was delivered over the guidewire it looked as if the guidewire came out of the side of the distal tip of the slalom thrill. The balloon was exchanged for an 80cm slalom thrill balloon and the procedure was successfully completed. There was no reported patient injury. The product will be returned for analysis. The guidewire was already inside of the patient when it appeared that the guidewire came out of the distal tip of the slalom thrill balloon. It was observed by radiographic image. The device was inspected prior to use and appeared to be normal. There was no difficulty flushing and or prepping the device. Additional details are not available.

Manufacturer narrative:
Concomitant: .018inch guidewire (radifocus, terumo); 80cm slalom thrill balloon. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.